Event description:
The customer reported the unicel dxc 800 pro instrument reagent probes were leaking. Customer reported the leak was contained in the instrument and didn't leak to the floor. The fluid volume was about 8 milliliters. Customer reported no erroneous results have been generated. Customer was wearing gloves and laboratory coat.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed the leak from reagent probes. The leak was determined to be either deionized (di) water or diluted wash solution. The fse replaced the reagent probe wash collar valves (solenoid valves) to resolve the issue, no further leaking was observed. (B)(4).